Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment (rpl) artery. A 10/3.50 flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, upon the third inflation, it was noted that the balloon ruptured at 12 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a pinhole leak over the distal edge of the proximal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found no other damage along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment (rpl) artery. A 10/3.50 flextome cutting balloon catheter was selected for treatment. During the procedure, upon the third inflation, it was noted that the balloon ruptured at 12 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.